Event description:
It was reported that the customer experienced high blood glucose readings of 410 mg/dl. Customer declined troubleshooting. It was also mentioned that the insulin pump alarmed no delivery during a bolus. Through troubleshooting it was noted that the alarm was caused by an infusion set or reservoir conclusion. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.